Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for review. They wanted to follow up on the computed tomography (CT) scan that showed possible thrombus on outflow graft. There were no changes to patient condition or anticoagulation status or any recent changes to pump parameters that may have contributed. CT scan was performed and was previously seen on imaging in 2024. They wanted to follow up and make sure it was unchanged and requested log files sent as well to double check no problems with ventricular assist device (vad). They were unable to provide CT images. There were no symptoms of thrombus observed and no treatment was performed.